Manufacturer narrative:
Based upon the complaint report, there was immediate hemostasis; however, upon checking pedal pulses, the proximal was found to be stronger than the distal pulses. Manual pressure was applied and follow-up angio showed a pseudoaneurysm and the manta marker was far from the access site. A surgical cut down explanted the manta and repaired the pseudoaneurysm. The root cause of the pseudoaneurysm is due to a tract deployment. Multiple causes for tract deployment have been established; however, the exact cause for this specific tract deployment remains inconclusive. Adverse events related to the deployment of vascular closure devices have been identified in the IFU: "other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention." It was reported the patient had an artery size of 5.9mm. The IFU states in special patient populations the safety and effectiveness of the manta device has not been established in patients with small femoral artery size <6mm (for 18f manta) in diameter. Risk documentation has been reviewed, and tract deployment is a known risk. The severity of harm would be ranked as a 4 due to the surgical intervention required for local arteriotomy repair. The occurrence rate of this type of incident falls below risk documentation acceptable occurrence limits. The DHR documentation review showed no indication that the handle devices did not meet specifications. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
This event is being reported because the event necessitated medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The us IFU states in the special patient population section that the safety and effectiveness of the manta device has not been established in patients with small femoral artery size <6mm (for 18f manta) in diameter. In addition, the us IFU states pseudoaneurysm is a potential adverse event related to the deployment of vasculare closure devices. An investigation has been opened to review device history record and risk documentation for the incident.

Event description:
A tavr was performed on (B)(6) 2019. Patient vessel size measured 5.9mm. Following closure with manta 18f vascular closure device an angiogram showed a small pseudoaneurysm, and the manta radiopaque lock was too far from the vessel possibly indicating the collagen had not been fully compacted on the first lock advancement. The lock advancement tube was advanced a second time. Five minutes of manual pressure was applied to the site and a second angiogram was performed which demonstrated that the lock had moved closer to the vessel, was still too far from the vessel. The pseudoaneurysm was still present. Five minutes of manual pressure was applied followed by mechanical compression for several hours. Upon removal of the mechanical pressure device the pseudoaneurysm was still present. A surgical cut down was performed to repair the pseudoaneurysm and manta was explanted. The patient was said to be fine following the procedure.